Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4; (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 200-02-32 - three peg patella 32mm.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2012, and then experienced revision surgical procedure on (B)(6) 2023 approximately 11 years after initial implant.